Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "strange reaction" and severe swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported after injection with juvederm ultra xc, the patient developed a "strange reaction" and "severe swelling" vitrase was provided as treatment.